Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. The customer¿s current blood glucose was unknown. Customer stated he dropped his pump and the screen started to alarm and the screen went white. Customer dropped his pump. Customer reports display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. The pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked retainer, scratched case and minor scratched lcd window.